Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the ratcheting screwdriver handle had a hex adapter stuck to it and the quick connect tip broke off the instrument. No negative impact to patient and no delay in surgery as they had another one in the set to use. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the hex adaptor was received as complained in two pieces. The end of the shaft was inside the 311.023 screwdriver handle. The manufacture date is october 31, 2012. The product drawing) was reviewed during this evaluation. No drawing discrepancies were identified. This instrument failed under excessive load. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.